Event description:
Information received indicates the head section will continue to rise after the head up switch is released. A pt occupied the bed at the time of the malfunction.

Manufacturer narrative:
The hill-rom technician indicated the left side rail caregiver board has a malfunctioning head function switch, although he was not able to duplicate the failure. The technician replaced the caregiver board to repair the bed.